Event description:
Stent mis-deployed x 2 causing a gastric perforation requiring surgery for removal. Stent did not deploy during procedure. Phalange did not open up. Endoscope was removed and stent was gone. FDA safety report ID # (B)(4).